Event description:
As reported, the sealant of a 5f mynx grip vascular closure device (vcd) did not deploy. Once the device was removed, it was noted that the sealant was still attached. There were no reports of patient injury. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h6, and h10. Complaint conclusion: as reported, the sealant of a 5f mynxgrip vascular closure device (vcd) did not deploy. There was also significant resistance when shuttling down. Once the device was removed, it was noted that the sealant was still attached. Hemostasis was achieved with another unknown mynx device. There were no reports of patient injury. The user was able to shuttle down completely. There was no unusual force applied when retracting the sheath. The advancer tube was not engaged or visible. The mynx vcd was used in an interventional peripheral procedure. The procedure used an ante-grade approach. The user was mynx-certified. The mynx vcd was stored and prepped according to the instructions for use (IFU). A 6f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle with the stopcock open. The syringe was not connected to the device. The procedural sheath was on the shuttle cartridge, fully retracted. The sealant was observed protruded out from outer cartridge tubing side slit, exposed to blood, and adhered to the device components. The device was inspected for damages that may have contributed to the reported event, and no visual damages or anomalies were observed. Per functional analysis, the sealant was loosened from the catheter shaft. A simulated deployment test to ensure functionality of the returned device was performed. The shuttle was able to be advanced and retracted to the black handle without issue. The advancer tube was properly engaged to the proximal tamp lock during the device failure investigation. The returned device performed as intended per the mynxgrip instructions for use (IFU). Per microscopic analysis, visual inspection at high magnification showed that the sealant swelled and adhered to the catheter shaft. The condition of the returned device indicates that the sealant may have been prematurely hydrated, and during shuttling and unsheathing step, the sealant hindered/obstructed the device path from being advanced, which may have contributed to the reported incident. A product history record (phr) review of lot f2221302 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿ shuttle advancement issue¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as the sealant prematurely hydrating, increasing the profile, adhering to the device components, may have contributed to the reported event. According to the instructions for use which is not intended as a mitigation of risk, it instructs users to open the procedural sheath stopcock and confirm temporary hemostasis while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). Failure to open the procedural sheath stopcock and/or high tension applied to the balloon catheter during the deploy sealant step can result in a tight seal at the tip of the sheath, and as the device is advanced, blood can be trapped inside the sheath and caused the sealant to hydrate prematurely, resulting in the reported incident. Neither the phr review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b3, g3, g6, h1, h2, h3, h6, and h10. This device has been analyzed but its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 5f mynx grip vascular closure device (vcd) did not deploy. There was also significant resistance when shuttling down. Once the device was removed, it was noted that the sealant was still attached. Hemostasis was achieved with another unknown mynx device. There were no reports of patient injury. The user was able to shuttle down completely. There was no unusual force applied when retracting the sheath. The advancer tube was not engaged or visible. The mynx vcd was used in an interventional peripheral procedure. The procedure used an ante-grade approach. The user was mynx-certified. The mynx vcd was stored and prepped according to the instructions for use (IFU). A 6f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. The device will be returned for evaluation.